Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation the iol was scratched while inserting the iol. The iol was removed and replaced during the initial procedure. There was patient contact. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).